Event description:
It was reported that during testing , the cardiosave intra-aortic balloon pump (iabp) had small helium leak. There was no patient involved

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields : h6 ( component codes ). Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The fse replaced the high pressure reducer (0103-00-0637), o-ring (0354-00-0208) and ran test. Function tests performed with positive outcome. The equipment was returned to the customer for clinical use. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h11.

Event description:
N/a.